Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. H3 other text : device not returning.

Event description:
According to the available information the device was explanted and replaced due to a break in the tubing. It appeared to be a needle stick from the original surgery.